Event description:
It was reported to boston scientific corporation in 2009, that a stonetome stone removal device was used during a common bile duct stone retrieval procedure performed in 2009. According to the complainant, the cutting wire would not bow after the handle was retracted. Another stonetome device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Wire would not bow. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information for that review, a supplemental medwatch will be filed.